Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed tool markings on the backside of the header. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 2.95 was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. The alert was confirmed by analysis. However, the beeping reported by the field could not be confirmed, but that is normal device behavior to emit beeps when the alert is detected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was emitting tones, and that a low voltage alert was displayed. A memory download was done and reviewed by boston scientific engineers. It was determined that the device hardware was not detecting the loss of battery energy, and therefore, the battery status indicators were not reflecting the depletion condition, and so were inaccurate. Device replacement was recommended. Additional information was received that surgical intervention was done, and this ICD was successfully explanted and replaced. No additional adverse patient effects were reported.